Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's pacemaker presented with an inappropriate rate increase. Technical services noted that the timing cycles were premature ventricular contractions that the holter annotated as paced due to their size and morphology. The hysteresis rate picked up on the device so the rhythm would make sense without any issues. No changes were made. There were no patient consequences.